Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 3 open racepacks. (B)(4) units were manufactured and distributed. Analysis and results: there are no previous complaints of this code batch. There are (B)(4) units in stock that were requested for analysis. Received three open and used samples with the needle detached from the thread and the threads are not wound on the pack. Tested the needle attachment of the samples received from our stock and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Taking into account that the results of samples available from the stock do not fulfil the specifications of the OEM specifications, thus concludes that the complaint is justified. Actions on product distributed of this reference/batch: the customer will receive one box of product as a compensation. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Premilene 2/0 75cm hrt26, code. 2090342. Lot 114375. Exp: 09/2019, the needle is apart from the suture threat during dispatch for using: 01 unit. Premilene 2/0 75cm hrt26, code 2090342. Lot 114471. Exp: 11/2019, the needle is apart from the suture threat during dispatch for using: 01 unit. The needle is apart from the suture threat during using after 02-03 stitches: 02 units. Needle detachment.